Manufacturer narrative:
It was inadvertently reported on follow-up number-1 report that this event does not meet the reportability criteria. This event is reportable.

Manufacturer narrative:
The reported event of high impedance was not confirmed. Analysis of the returned lead was cut into two pieces, consistent with explant damage. The segments present no anomaly and passed electrical testing. As the product analysis confirmed normal device characteristics. This event does not meet the reportability criteria.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced ineffective therapy. Diagnostics revealed high and low impedance on several contacts. Reprogramming was unable to resolve the issue. In turn, surgical intervention took place on (B)(6) 2020 wherein the lead was explanted and replaced with a new lead. During the explant, lead fracture was noted. Reportedly, effective therapy was resumed post operatively.